Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility regarding the reported event and was informed no additional information was available. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, the most probable cause of the reported event can be attributed to user handling due to excessive force applied to the device in the field. The instruction manual provides an operational test to be performed by the user prior to each use. "Visually examine the instrument to confirm it is free of any rough edges, burrs, and irregularities. Using the handle and finger grip, open and close the forceps a few times to verify that the forceps operate smoothly. Always operate the forceps lightly-excessive force on the finger grip (either pushing or pulling) can cause deterioration and breakage. "

Event description:
Olympus was informed that during a therapeutic gynecology (gyn) procedure; the jaw of the device broke off and fell into the patient. The device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.